Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported pt effects of angina, myocardial infarction and restenosis, as listed in the product risk assessment (ram) and instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It is unk how direct stenting the lesion may have been related to the reported pt effects post-procedure; however, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
Device issue: none. Adverse event: mi, restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2009, the pt underwent direct stenting in the moderately calcified de novo lesion in the proximal circumflex artery (lcx) with one xience v stent. In (B) (6) 2010, the pt temporarily stopped taking her aspirin and clopidogrel for 5 days in preparation for her colonoscopy procedure. On (B) (6) 2010, the pt experienced chest pain and was admitted to the hospital where she was diagnosed as having had a non st elevation myocardial infarction. A heart cath was done showing stenosis of the lcx with a 99% de novo lesion in the ostium of lcx and left main artery that required revascularization of both lesions with add'l stenting using xience stents. The new lesion is within 5 mm of the index stent in lcx. The pt was discharged on (B) (6) 2010. There was no adverse pt sequela. No add'l info was provided.